Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the device yielded no image with ltf-vh scope. This is attributed to the bent video connector pin. Device has up to date main switch. The user¿s complaint of bent pins was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer for the issue of contact pins appearing to be loose observed during preparation for use. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the device yielded no image. This medwatch is being submitted for the reportable issue of no image as observed during the device evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 21-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a bent video connector pin. The specific root cause of the bent video connector pin could not be determined at this time. Olympus will continue to monitor field performance for this device.